Event description:
It was reported that when the patient presented for normal device change-out, no impedance measurement was seen in the svc vector. During the procedure, the physician noticed the svc pin was not connected to the head ER and the lead had not been capped. The physician suspects that the lead was never connected at the previous implant. The physician connected the lead to the new device. Electrical parameters were normal. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.